Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported both gripper actuation issue was not confirmed via returned device analysis; however, a single gripper actuation issue and harness pinching the gripper cover (mechanical jam) were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the gripper actuation issue appears to be due to the harness pinching the gripper cover; however, a cause for the pinched and difficult to remove (clip caught on leaflets) cannot be determined. The reported patient effect of unspecified tissue injury appears to be due to the clip being caught on the leaflets. Tissue injury is listed in the instructions for use as a known possible complication associated with the triclip procedures. Th serious injury/illness/impairment was a result of case-specific circumstance as no treatment/intervention was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a combined mitraclip and triclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3-4, tricuspid regurgitation (tr) with a grade of 5, and tethered septal leaflet. A triclip steerable guide catheter (tsgc) was inserted without issues and used to treat the mitral valve. A mitraclip xtw was then inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. After a successful mitraclip procedure, the same tsgc was used to treat the tricuspid valve. A triclip xtw was then inserted without issues. However, while grasping the leaflets, it was observed that both grippers would not lower. A decision was made to bring to invert the clip and bring back to the atrium. However, the clip had become caught on the leaflets. Troubleshooting was performed, and the clip was able to be freed from the leaflets, returned to the atrium, and removed from the patient. While outside the patient, the clip was inspected, and a tissue was observed to have twisted around the grippers. Two triclips were then deployed on the tricuspid valve and the procedure was completed, reducing tr to a grade of 4. It was noted that there were no device issues with the tsgc or the mitraclip, and that no adverse patient effects were caused by the tsgc or mitraclip. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.